Event description:
In 1990 rptr had a plate and 8 screws put in her back. The day after surgery she was complaining about her low back and right leg. She has a totally different life. She is permanently disabled. She still has sharp pain all the time. The screws hurt her legs and back. She is unable to sit, stand or walk, her buttocks always hurt. She was told by another dr who did not do the surgery that she will get worse and worse in the coming yrs. The cold weather and hot weather doesn't "help" her because she is locked up in her home. In 1986 she had 60%, but since 1990 she only has 20% of her life.